Manufacturer narrative:
Manufacturing site evaluation : on-going.

Event description:
Country of complaint: (B)(6). Drill became hot during use. Burn to inside of mouth 2cm long by 5cm. Component in use: ga176 / micro flexible cable 1.8m / serial number (B)(4).